Event description:
The time of event is unknown. There was no report of patient harm. Biopsy inlet piece loosened.

Manufacturer narrative:
We checked the returned unit and confirmed that the biopsy inlet piece loosened. Based on the result, we concluded that it was caused due to the excessive force applied on the biopsy inlet piece. In addition, we confirmed that the bending rubber leak, and the brand plate worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0620 (control body)"" and/or the risk analysis results, it was evaluated to submit MDR.